Event description:
It was reported via return of pacemaker that the patient had passed away due to septic shock. Further information was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported via return of pacemaker that the patient had passed away due to septic shock and it was unknown whether it was related to the pacemaker. Further information was requested but not received.